Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support agreed to replace the pump and provided instructions on how to handle the return and storage of the problematic pump. The customer will use mdi as a backup therapy to ensure continued insulin delivery and was instructed to return the defective pump to tandem using a pre-paid ups label within ten days.